Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During the unpacking of a 2.50 x 38 synergy ii drug-eluting stent, it was noted that the proximal end of the stent was stretched out to the tip when the stent protector was removed. Additionally, the red tip of the device was kind of expanded and the stent was not tight to the balloon. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts from the center to distal end of the stent that were stretched and bent. The distal end of the stent was stretched over the distal tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip was damaged. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found a midshaft kink 1.8cm from the hypotube bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During the unpacking of a 2.50 x 38 synergy ii drug-eluting stent, it was noted that the proximal end of the stent was stretched out to the tip when the stent protector was removed. Additionally, the red tip of the device was kind of expanded and the stent was not tight to the balloon. The procedure was completed with a different device. No patient complications were reported.